Event description:
It was reported that the patient died three days post implant of the implantable cardiac defibrillator and right atrial pacing lead. It was further reported that two days after the implant the patient went in for follow-up and the system checked out ok and the patient was given the ok to fly home. On the plane the patient had an emesis and "slumped over" and passed out. The cause of death has been requested but not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.